Event description:
The distributor reported on behalf of customer from healthcare that the product was found to contain foreign material identified as a red thread. This issue was reported prior to delivery to the hospital. The photographic evidence was available, and the product had not been used.

Manufacturer narrative:
E1: complainant city: (B)(6). Complainant state: (B)(6). Complainant phone: (B)(6). Complainant country: korea, republic of. Name of affiliation: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 1000317571.